Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide and a cvc catheter for analysis. The guide wire was stuck inside the catheter. Large amounts of biological material were observed on the catheter and the guide wire. After dislodging the guide wire from the catheter, large amounts of dried biological material were observed between the coils of the guide wire. Visual analysis confirmed that the guide wire was unraveled towards the proximal end. Several kinks were also observed. Microscopic examination revealed that the proximal weld had separated from the core wire; however, it was still attached to the coils. Examination also revealed that the j-bend was misshapen. Despite this, the distal weld appeared spherical and intact. No defects or anomalies were observed on the catheter. The total guide wire length measured 681mm, which is within the specification limits of 678mm-688mm per the guide wire graphic. The guide wire outer diameter measured .857mm, which is within the specification limits of .838mm-.877 per the guide wire graphic. The catheter length from the juncture hub to the distal end measured 268mm, which is within the specification limits of 257mm-277mm per the catheter graphic. The catheter outer diameter measured 3.99mm, which is within the specification limits of 3.96mm-4.06mm per the catheter extrusion graphic. A lab inventory guide wire with the same outer diameter as the guide wire involved with this complaint was inserted through the returned catheter. Little to no resistance was observed. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the coil wire had separated towards the proximal end. Additionally, the core wire was broken adjacent to the proximal weld. The guide wire and catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during removal of the guide, the swg (spring wire guide) remained stuck in the dialysis catheter and unraveled. Some bleeding noted at puncture site. No patient injury or complication reported. No intervention reported.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that during removal of the guide, the swg (spring wire guide) remained stuck in the dialysis catheter and unraveled. Some bleeding noted at puncture site. No patient injury or complication reported. No intervention reported.